Event description:
A hospital pharmacist reported that there was no light from the laser probe during a vitreo-retinal procedure. An alternate probe was used, resulting in prolongation of the procedure and general anesthesia. The length of the surgical prolongation is unknown. There was no harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).